Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. The pump was explanted and replaced. There were no patient complications reported.